Manufacturer narrative:
Correction: h11. H11: the device was received for evaluation. During functional testing, the customer reported problem " upstream occlusion alarm" was not reproduced but a false air-in-line alarm was reproduced. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be the upstream sensor values out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received for evaluation. During functional testing, the customer reported problem"upstream occlusion alarm" was reproduced. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be the upstream sensor values out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during programming/setup in the biomed service department. There was no patient involvement. No additional information is available.